Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the pump flows were lower than expected. The physician attempted to resolve this issue by repositioning the impella. However, the cannula collapsed on itself and stopped all flow. The impella was attempted to be repositioned five more times, before it was explanted and replaced with a new impella cp device. The patient continued to decompensate and coded. O survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.